Manufacturer narrative:
Pump passed the self test and displacement test. Hardware low level failure alarm, variable 3, was confirmed in the formatted history file due to a cold solder joint found on pin 1/6 of the ambient light sensor(u1). (B)(4). Unit received with missing retainer ring and reservoir tube lip o-ring. Unable to perform displacement test and p-cap / reservoir will not lock properly due to missing retainer.

Event description:
Customer reported via phone call that insulin pump had hardware low level failure. Customer's blood glucose level was 89 mg/dl at the time of incident. Customer was able to clear the alarm. Advised the insulin pump will need to be replaced. Advised to discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.